Manufacturer narrative:
Device evaluation of belt sn (B)(4) has been completed. As received, the cable that connects the distribution node (dn) to the rear therapy electrode pads was pulled out of strain relief. Once the cable was replaced, the belt passed all incoming functional testing which verified proper functionality of the ECG acquisition and pulse delivery circuitry. The root cause of the pulled cable was physical abuse. There is no allegation or indication that the pulled cable caused or contributed to the patient's death.

Event description:
A distributor returned belt sn (B)(4) for investigation. The belt was last used by a patient who passed away while wearing the lifevest. Upon investigation, it was found that the cable that connects the distribution node (dn) to the rear therapy pads was pulled out of strain relief. Once the cable was replaced, the belt passed all functional tests. The distributor reported that the patient passed away on (B)(6) 2015 while wearing the lifevest. The lifevest successfully detected bradycardia and CPR artifact, a non-treatable rhythm. There were no allegations that the damaged electrode belt caused or contributed to the patient death. A review of flags during patient use does not show any malfunction prior to the patient's death.